Event description:
Has had 6 tmj implant surgeries - all on the right side. Vitek tmj ipi in 1984. Removed 3 months later due to a staph infection. Then another implant was put in. A third tmj implant put in 11 months later and fourth implant put in 2004. Last implant was put in by dr who has since retired. Pt met with her new oral surgeon about 3 years ago who was surprised to learn that she still had in a tmj implant device that was recalled by the FDA. The pt was never notified of a recall until dr pointed this out. Pt says the dr told her it is a proplast teflon device. Pt has requested her tmj medical records numerous times but has been unsuccessful in obtaining them. Pt is currently experiencing swelling on the right side of her face, face throbbing, limited jaw opening, hearing aid on right side, and has constant headaches and earaches.